Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30554566m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. . Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered gastric dilatation (gastroparesis) requiring prolonged hospitalization. Pulmonary vein isolation (pvi) was performed using this catheter. After discharge from the hospital, gastric dilatation occurred and was admitted into the hospital. The physician commented that it may be caused by ablation was conducted around the esophagus. The patient was found after being discharged from the hospital and is currently hospitalized. The patient stopped eating and drinking and is being followed up. Additional information was received on the event. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The physician commented that ablation around the esophagus might have caused the gastric dilatation. The power during ablation around the esophagus was 30 watts. Ablation was performed until the esophageal temperature increased or the ai reached 450. The patient was readmitted because the patient developed gastric dilatation after discharge. The patient is currently hospitalized and is being followed up without eating or drinking. Patient outcome of the adverse event is improved.